Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 270 and 140 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse event. No further info has been reported.